Event description:
It is reported that when the screwdriver was used to unscrew the hinge, the screwdriver fractured.

Manufacturer narrative:
(B) (4): evaluation: as returned, the hex tip has fractured and was not returned for review. The device has a potential field age of approx 4 years. Mfg documentation for this lot has been previously reviewed. This device is made prior to a design change put forth in order to mitigate these failures.